Manufacturer narrative:
The tandem user guide indicates not to fill the tubing while the infusion set is connected to the body. Doing so can result in unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer miscalculated the correction bolus which caused the blood glucose (bg) to be lowered to 43 mg/dl. Carbohydrates were consumed to address the low bg level. The contact indicated that the basal rates were recently changed, but did not believe that would have impacted the bg level as the time segment that was changed was not the same time as when the low bg had occurred. Reportedly, the customer had not disconnected from the pump during the fill tubing step. The low bg was resolved.